Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience hypoglycemia. The customer¿s blood glucose level was 5.9 mmol/l steadily down to 2.9 mmol/l. Customer stated that they go from insulin pump which did not suspend when customer¿s blood glucose level was going down. Customer stated that they had to manually suspend the insulin pump. The device will not be returned for analysis.